Event description:
Patient ID: (B)(6). It was reported that intravascular lithotripsy was performed to treat the proximal left circumflex (lcx) coronary artery. One 3.5x23 mm xience skypoint stent was implanted in the lcx. An arteriotomy closure of the right common femoral artery was attempted with a perclose prostyle device after this procedure using a 6f sheath at the access site. Reportedly, there was continued access site bleeding after prostyle deployment. Another prostyle device was used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The patient was found to have an elevated troponin level after the procedure. This troponin value was not considered serious and no treatment was required. The patient was discharged home one day post procedure. No treatment was required as the troponin elevation was not considered a serious injury. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of vessel closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effects of hemorrhage and tissue injury are known inherent risks of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.